Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number provided was incorrect.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 15 mmol/l (270 mg/dl) while wearing the pod between 4 and 24 hours. Multiple corrections were administered using the pod, but the bg levels did not decrease. The pod was removed, the cannula was noted to be bent and pink slide did not move forward, indicating a failure on the needle mechanism. A manual insulin injection was administered to treat the hyperglycemia.